Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a piece of broken cutter was found inside the lock tabs when the locking mechanism was disassembled. It was determined that this piece broke off below the laser marking and identification; therefore, the lot number could not be identified; and that the remaining part of the cutter was not received. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was discovered that the attachment device would not lock in the cutter devices. During an in-house engineering evaluation, it was observed that a piece of a broken cutter was found inside the lock tabs when the locking mechanism was disassembled. It was determined that this piece broke off below the laser marking and identification of the cutter; therefore, the lot number could not be identified; and that the remaining part of the cutter was not received. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.